Manufacturer narrative:
Eval summary: by nature of the material, post-manufacturing handling has the potential to pull to a loose wire. Post manufacturing handling may have pulled the wire loose in this case. With the info provided, a definitive root cause for this event cannot be determined. Eval: as returned, no protruding wires were found. Dimensions measured on the returned device were according to specifications. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that a piece of the fiber metal mesh disassociated from the cup before implantation and went through the surgeon's glove.